Event description:
Customer's father reported that his son's blood glucose was over 400 mg/dl. The father stated that he had already changed the infusion set and the insulin pump was not delivering insulin to his son. The son's blood glucose was lowered with a manual injection. The father stated the insulin pump's drive support cap appeared to be normal. It was also found that there was no air in the insulin pump's tubing. The father stated that there was a problem with the motor during a rewind of the insulin pump. The customer was advised the insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm or motor anomaly was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.